Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was readmitted for anemia and was diagnosed with antral gastritis per esophagogastroduodenoscopy (egd). The patient was transfused with 3 units of blood. A colonoscopy was (B)(6). Anticoagulation was resumed and the patient was discharged. No further information provided.

Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between hm2 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.